Event description:
I took a cologuard test based on false marketing that it is a reliable and trustworthy test for colon cancer. I got a "positive" result which required a follow up colonoscopy. Exact sciences admits in its information sent to those who get a positive result that a study of 1600 patients who got a "positive" result, only 4% actually had a cancerous polyp. The remainder had either nothing (approximately 45%) or had a benign polyp. This test is expensive and not reliable. It should have a much higher rate of accuracy for it to be an approved test. FDA safety report ID # (B)(4).